Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under their left shoulder from the lifevest equipment. Patient described the area as itchy, red, raw and open. The patient's physician recommended neosporin ointment for the skin irritation. Follow up indicated that the ointment helped the skin irritation to improve.